Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cystectomy procedure, when the surgeon was doing the pouch, the surgeon tried to fire the device, but the handle broke and the black pusher thumb piece disengaged from the device. The firing was aborted, and the device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the stapler revealed the thumb pusher was detached. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob and plastic housing. A test single use loading unit (sulu) was loaded into the instrument. The instrument and sulu were applied to the appropriate test media with a cceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. Repl ication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.